Event description:
It was reported to boston scientific corporation on february 18, 2009, that an endostat iii electrosurgical unit was used during a sphincterotomy procedure performed in 2009. According to the complainant, while performing the sphincterotomy, the physician was dissatisfied with the cuts made using the device and attributed the unsatisfactory performance to low energy output. The procedure was completed with another endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.